Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "non union, broken t2 alpha nail. Replacement used was synthes nail/plate combo"

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
As reported: "non union, broken t2 alpha nail. Replacement used was synthes nail/plate combo".